Event description:
A malfunction was reported on a pump, specifically coded as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer technical support assisted the caller in resetting the pump, which successfully resolved the malfunction, and the customer was advised to continue using the pump and to call back if the issue recurred.